Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The previous ipp was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The previous ipp was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the procedure because the device was mobile during use. It was noted that when the device was fully inflated and the patient pushed on the distal tips of the cylinders, the device would not retract. The device would push back in the proximal direction and not resist the pressure applied distally. The status of the patient after the procedure was not provided because the surgeon was out of the country at the time. The explanted device was retained by the hospital. Should additional relevant details become available, a supplemental report will be submitted.